Event description:
Customer indicated that two specimen results for salicylate did not correlate when repeated and that the repeated results were provided to the physician. The customer indicated that error flags occurred on a calibration run that was performed after the original run. The customer replaced the reagent and had no further issues.